Event description:
(B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had open reduction and internal fixation (orif) of left ankle and started having pain. Surgeon removed broken screw. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition is confirmed as the screw was received broken and the distal tip was not received. The design was found to be sufficient for its intended use when used as recommended. The root cause could not be definitively determined without additional information regarding the conditions at the time of the break. However, it is likely that fracture reduction and/or patience compliance and activity level impacted the condition. One 3.5mm cortex screw, self-tapping, 18mm (part 204.818 with unknown lot) was received with the complaint category of ¿broken: postoperatively.¿ this implant is part of the small fragment set and used in various procedures. The reported procedure was an open reduction and internal fixation (orif) of a left ankle. The returned screw was received with nicks to the screw head and wear to the hex drive. The remaining threads show wear consistent with use. The screw was received with a transverse break located approximately 9.74mm from the proximal end of the screw head and thus, approximately 8.26mm was broken off. The missing distal end was not returned. The balance of the implant is in good condition. Therefore, the complaint condition is confirmed but cannot be replicated. A review of the current design drawing was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. The break is consistent with the result of excessive shear forces. When the fracture is not reduced or healing is delayed, there are increased loads the implant must withstand that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patient compliance and activity level. Thus, without additional information regarding the conditions at the time of the break, the root cause cannot be definitively determined. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.